Event description:
It was reported to philips that the c-arm propeller movement could not be performed. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information during the coronary diagnostic procedure, an issue happened, and the procedure was completed using another system. It was reported that the c-arm movement was nonfunctional. Upon further inspection, philips field service engineer (fse) visited onsite and reviewed the logfiles and found that the post clea ext1 failed and confirmed an error in the propeller potentiometer. Fse replaced the propeller direction potentiometer. After the replacement of propeller direction potentiometer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.